Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. A glucagon injection was administered by the paramedics to treat the low bg. Recommendation was made to consult with health care provider regarding diabetes management.